Event description:
The following has been reported: neonatal intensive care unit, on sunday on (B)(6) 2024 at 11.30am, 6.4 ml of morphine was prepared sterile and placed in a 10 ml syringe at a rate of 0.2 ml/h (i.e. 32 hours of infusion, until monday 25 march, 7.30pm). On monday 25 march, at around 8.30am, the syringe pump signalled the end of the infusion. The nurse checked the flow rate, which was good, and then she realised that the syringe pump had not indicated the correct syringe code. 10 ml syringe inserted, but 5 cc bd plastipack syringe recognised by the device. Error not detected by the nurse the day before, which caused the flow error. Syringe pump stopped immediately. Doctor informed. This device was checked by the manufacturer on 11 october 2023. It is currently quarantined in the biomedical workshop pending investigation. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.